Manufacturer narrative:
An investigation is in process. A follow-up report will be submitted when the investigation is complete. This incident is being reported to FDA because the incident occurred internationally using the alinity m resp-4-plex assay, list number 09n79-090, which is the same/ similar to the alinity m resp-4-plex assay, list number 09n79-096, which received FDA eua approval. See MDR 3005248192-2024-00140 for additional sample run on an earlier run date for this same observation.

Event description:
When running the alinity m resp-4-plex assay, the customer reported receiving false positive results. Customer, additionally, reported another sample that was tested on aug 17th and generated a positive result on all targets, but was negative upon repeat with geneexpert. In this case, the alinity m results were not released to the physician and there was no impact to the patient. Sid 24x311942, assayname flua_4pce, target response 39.83. Sid 24x311942, assayname flub_4pce, target response 40.14. Sid 24x311942, assayname rsv_4pce, target response 36.03. Sid 24x311942, assayname cov2_4pce, target response 40. See 3005248192-2024-00140 for additional sample on an additional run date.

Manufacturer narrative:
Investigation into this complaint included retain testing, a customer data review, a quality data review and a complaint history review. Investigation is summarized as follows: retain / file sample evaluation: file sample testing for alinity m resp-4-plex amp kit (list 09n79-090) lot 401861 received a disposition of pass with a 100% specificity for the test. Therefore, the file sample evaluation testing results did not reproduce the customer's observations. Return sample evaluation: customer returns were not available. Customer data review: the review of the customer data demonstrated the alinity m resp-4-plex amp kit (list 09n79-090) lot 401861 is performing as expected. Most suspected false positive samples generated target responses near the assay cutoff value, with irregular (abnormal) curves. A product deficiency was not identified by this evaluation. Device history record (DHR) / batch record review: review of the manufacturing packet for alinity m resp-4-plex amp kit (list 09n79-090) lot 401861 (including the components) did not identify any issues which could result in the reported complaint. The quality control (qc) amp kit masterlot testing for the alinity m resp-4-plex amp kit (list 09n79-090) lot 401861 met all validity and acceptance criteria. No issues related to the reported complaint were reported during qc testing. CAPA / non-conformance review: a CAPA review was performed to identify any records that were related to the reported complaint for alinity m resp-4-plex amp kit (list 09n79-090) lot 401861 and its components. The CAPA review did not identify any existing internal issues or records which may be related to the reported complaint. Complaint history review a complaint history review was performed to identify any similar complaints to the ticket being investigated. No deficiency was identified based on this review. Additionally, complaint trending was reviewed. A trend violation was not identified, and the upper control limit was not exceeded for part 09n79 (trending part number). Based on the results of the investigation a product deficiency for alinity m resp-4-plex amp kit (list 09n79-090) lot 401861 was not identified.